Event description:
Customer reported a compromised force sensor system alarm. He also reported that insulin was squirting out of his insulin pump during a manual prime. The customer also observed insulin dripping after the motor stops during the manual prime process. He also stated he was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose was 225 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. He stated he had pressed the cap back in while disconnected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.